Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead did not output pacing upon connection at implant. The lead was disconnected from the device and a new device used to complete the procedure without consequence. No adverse patient effects were reported. This lead remains in service.